Event description:
It was reported that a CT scan of the lumbar spine was performed due to post-op back pain. The scan indicated "postsurgical changes and degenerative changes of the lumbar spine" bilateral nonobstructing renal calcifications. Sclerotic lesion in the left ileum posteriorly, probably a benign infarct". The patient presented with previous l4-s1 instrumentation and fusion with potential nonunion l5-s1, and adjacent level degeneration of l3-4, spinal stenosis, neurogenic claudication, and multilevel foraminal stenosis. The patient underwent a revision surgical procedure to remove the click-x hardware from l4-s1 and to re-instrument from l3-s1 using synthes uss titanium hardware. Synthes mtf allograft spacers, rhbmp-2/acs, vitoss beta tricalcium phosphate and bone marrow aspirate were used. There were no noted complications. (B)(6) days post-op an MRI of the lumbar spine indicated "postsurgical changes. Superficial fluid collection. No evidence of epidural fluid collection or other postoperative complication". Per the physician's notes, "post-operatively, the patient developed increased low back pain, along with right greater than left leg pain. She also developed a fluctuant area along the incision in her lower back. A comprehensive work-up was undertaken including sed rate, crp and white counts, all of which were normal. A postoperative CT scan was completed that showed evidence of some migration of the l5-s1 interbody graft posterolaterally. With the persistent evidence of the fluctuant are and the patient's increasing leg pain, a decision was made to proceed with revision surgery". (B)(4) days post-op, the patient underwent l2 to ileum posterior segmental instrumentation with repeat decompression using rhbmp-2/acs. There were no noted complications.

Event description:
It was reported that the patient underwent a plif implantation method at l5-s1 using rhbmp-2/acs. Post-operatively, patient developed increased lower back pain and pain in both of her legs. Imaging studies reportedly showed that patient had developed uncontrolled bone growth at the site of the surgery. A (B)(6), 2010 lumbar CT demonstrated heterotopic ossification at l5-s1 with marked impingement on the right l5-s1 foramen. It was reported that on (B)(6), 2011 the patient underwent a revision surgery to address cage migration and to remove bone overgrowth at l5-s1. Rhbmp-2/acs was utilized in this surgery. The patient continues to have heterotopic ossification. Patient is in constant pain, and cannot even sit up straight.

Manufacturer narrative:
(B)(6). (B)(4). Review of imaging studies found as follows: (B)(6) 2010 - lumbar MRI t2 weighted sagittal views verify l3 to s1 construct with interbody spacers and crosslinks fluid cyst appears midline at the level of the upper screws of the construct at about l3. No residual nerve root compression is noted. (B)(6) 2010 - lumbar CT w/o contrast axial views obscured by stainless hardware. Boomerang shaped interbody devices present at all fused levels. Bone is present in the cages and around them. Solid arthrodesis is not verified. Posterolateral fusion is also noted in the region of the facets and rods. Bicortical screw purchase appears at several levels. Laminectomy noted at same levels as screws. Screws appear to be well positioned within pedicles without complications. (B)(6) 2010 - ap and lateral lumbar films show complex construct l3-l4-l5-s1 with segmental pedicle screws and two crosslinks. Interbody devices are present. (B)(6) 2011 - ap and lateral x-rays show extension of previous construct to l2 and downward to include iliac screws position and alignment of construct appear optimal. Reason for extension of arthrodesis is not apparent. Interbody spacers are now noted at l3, l4 and l5, absence at l2. Dynamic films suggest solid fusion without movement. (B)(6) 2011 - lumbar CT solid arthrodesis noted with extension of construct to include l2 and l3 proximally and iliac screws distally. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.